Manufacturer narrative:
Two quantum sets, list #50606 were returned to the lab for evaluation. One of those sets, was found to have tubing from the feed bag connected to the flush inlet port on the cassette and the tubing from the flush bag was connected to the feed inlet port on the cassette. The lab evaluation indicated that due to the incorrect assembly of the feeding and flush bags, the set would deliver water during the feed cycle and would deliver enteral product during the flush cycle. The complaint for incorrect assembly and miscellaneous delivery problem was confirmed. A batch record review was conducted (form# dq1-001) on two quantum sets, list #50606, lot# 452041ie. Results revealed that none of the batches nor their commodities were associated with any process deviation, exception report, or rework processes related to this type of complaint.

Event description:
The complainant reported a miscellaneous delivery problem for a male pt, weighing 78 pounds, with a medical history of aspiration pneumonia. It was reported that the pt (cared for in the home) rec'd 1000 ml of water instead of the feeding, 6 times in 20 days (in 2007) due to an incorrect assembly of the feeding and flush bags of a 1000 ml top-fill quantum feeding set with flush bag, list #50606, lot #45201. The pt was reported to have aspirated water into his lungs and required immediate medical attention. The specific medical intervention was not reported. The reporter indicated that there was no problem with the quantum pump. Multiple attempts have been made to obtain additional information about the complaint from the reporter, but have been unsuccessful.